Event description:
It was reported that, post implant, the right ventricular (rv) lead had dislodged. A lead revision was performed. When the rv lead was removed, the lead could not be reconnected to the implantable pulse generator (ipg) because the screw was "gliding". It was suspected that the screw had slipped into the grommet. The ipg was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (Cont.) A3dr01 implantable pulse generator (ipg) implanted: 2013-(B)(6), 4574 implantable pacing lead implanted: 2013-(B)(6). (B)(4).